Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the tip of the needle was a little bent.

Event description:
It was reported that a patient underwent a sling procedure. During the passage through the retropubic room, fascia, the tip of the sling broke. The procedure was completed with another like device with no adverse patient consequences.